Event description:
During the evaluation and set up of the thermacor 1200 infusion pump, the disposable cassette leaked. This occurrence was prior to connection with the pt.

Manufacturer narrative:
The leaking cassette was returned and did exhibit leaking at solvent bond between the tube to the pressure tee connection. However, cassettes from the same lot were tested with no evidence of leaking issues.